Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) of approximately 373-537 mg/dl; cause was unknown. Elevated bg was addressed via manual injection. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.